Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the tip of the device was kinked. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation revealed that the working length was twisted and kinked approximately 3.6 cm from the tip. (Between the wide green and brown paint bands at the distal tip.) The condition of the returned device was consistent with the complaint that the tip was kinked. During manufacturing, the devices are 100% inspected for working length/ tip integrity and during packaging a forming mandrel is loaded at the distal tip to maintain the curve at the distal tip. The kink is likely due to customer handling/prep and the most probable root cause is handling damage. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the tip of the device was kinked. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.